Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *how many devices had the ¿keeps cutting off during procedures due to less strength ¿issue in this procedure? *name of the procedure? *what was the date of the initial procedure? *device return status/follow up? Note: events reported via mw # 2210968-2019-91187, 2210968-2019-91188, 2210968-2019-91189, 2210968-2019-91191.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture keeps cutting off during the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/19/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot mmh942, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis unopened samples of product code pn8612h, lot mmh942. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.